Event description:
Pt had undergone a myocardial infarction and was brought unconscious to the hosp. Pt was admitted in critical condition and underwent an emergency angiogram and stent placement in the right coronary artery. The physician attempted closure of the right common femoral artery with the closer tsl 6 fr device. A sheathogram was not performed prior to closure. Difficulty was encountered inserting the device, however the device was inserted and good marking was obtained. The physician continued to advance the device and marking was lost. Physician backed out the device and regained marking. The device was deployed and both suture ends were retrieved. The physician hand-tied the knot and lowered it with the knot pusher. Oozing persisted around the device. The physician lowered the knot down further, and applied femstop. When the pt was transferred to the ccu, the groin site was dry. During the transfer, the pt complained of back pain. The following morning a grapefruit size hematoma was evident at the groin site. The pt's hematocrit had dropped during the night from 37% to 21%. The pt began to fail and was intubated. Pt was transferred back to the "ccl" for exploration to discover the source of the bleed. A dissection of the aorta was discovered as well as a dissection of the iliac artery. An attempt to insert a balloon pump failed because of stenosis of the femoral artery. The pt expired on 03/18/2000. A "ccl" physician speculated that the aorta was dissected during the balloon procedure the previous day and was the source of the bleed and subsequent back pain. The dissection to the iliac artery may have occurred during the first procedure or during the procedure that was performed the following day. The pt was obese with severe vessel disease.